Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument still had 3 lives but no longer works well. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-may-2025: there was no physical damage visible on the instrument. There was no material missing or detached from the instrument¿s distal end. No damaged cable was observed. There was no allegation of arcing or loss of cautery observed during procedure. The jaws from one side of the instrument did not close anymore. The instrument moved in the intended direction. There was no patient harm due to this event.